Event description:
It was reported that during an unknown procedure, the staples were malformed and the tissue could not be sewn. Another device was used to complete the procedure. There were no adverse consequences.

Manufacturer narrative:
Date stent: 05/12/2009. Evaluation summary: the analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the remaining pin is seated in the anvil before firing. If the pin is not positioned, staples may not form properly, which may result in leakage or disruption of the staple line. A batch record review was performed and no anomalies were found during the manufacturing process.